Manufacturer narrative:
Event description continued: there was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. The physician had achieved certification on the use of the exoseal vcd, but it is unknown how many times the physician has used the exoseal vcd prior to this case. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
During use of a 6f exoseal device for vascular closure, it was reported that the exoseal vcd had been inserted into the sheath introducer and connected with it; however, no bleed-back was observed. The exoseal vcd and non-cordis 6f 11 cm sheath were retracted and the indicator window changed to solid black pattern. The physician then depressed the deployment button, and the plug was deployed. Hemostasis was achieved with light pressure in 10 minutes. On the following day, claudication and thrombosis was observed. The physician suspected that the plug had been deployed intravascularly. Surgical removal (incision in the anterior tibial artery) was attempted but failed and the embolism could not be removed. It was stated that the plug is ¿probably in the anterior tibial artery (ata).¿ the patient is now carefully followed and is currently in stable condition. The physician did not insert the shaft of the exoseal vcd fully into the sheath. The exoseal vcd was used for the hemostasis after a percutaneous transluminal angioplasty (pta) of the iliac artery for left iliac artery. Approach was made from left common femoral artery. Pta (stenting) for iliac artery was conducted. Retrograde approach was made from the femoral artery with a sheath introducer (6f). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It was stated, ¿not sure if the obstruction was due to the plug.¿

Manufacturer narrative:
Complaint conclusion: after use of a 6f exoseal device for vascular closure, it was reported that the patient experienced claudication and thrombosis was observed. The physician suspected that the plug had been deployed intravascularly. Surgical removal of the plug from the anterior tibial artery was unsuccessful. It was stated, ¿not sure if the obstruction was due to the plug.¿ the patient is now ¿carefully followed and is currently in stable condition¿.the exoseal vcd was used for hemostasis after a percutaneous transluminal angioplasty (pta) of the iliac artery for left iliac artery. Approach was made from left common femoral artery. Pta (stenting) for iliac artery was conducted. Retrograde approach was made from the femoral artery. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. An unknown (6f) sheath introducer was used. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Additional investigation revealed that ¿the physician did not insert the shaft of the exoseal vcd fully into the sheath.¿ no bleedback was observed. The exoseal vcd and non-cordis 6f 11cm sheath were retracted and the indicator window changed to solid black pattern. The physician then depressed the deployment button, and the plug was deployed. Hemostasis was achieved with light pressure in 10 minutes. The physician had achieved certification on the use of the exoseal vcd, but it is unknown how many times the physician has used the exoseal vcd prior to this case. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without return of the device for analysis or angiographic films of the event, the reported ¿bleed back absent¿ and ¿inaccurate placement intravascular¿ could not be confirmed. Based on the information available for review, procedural factors may have contributed to the event such as deployment of the device without bleedback. The IFU instructs to observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30 -45) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. It is cautioned that pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure.neither the information available nor the DHR review suggests that the reported event could be related to a manufacturing or design process therefore no corrective action will be taken at this time.